Event description:
Patient had been admitted to long care facility. Pump was refilled last week on (B)(6) 2013 wherein they changed the concentration. Reporter had ¿concerns that the pump might not be functioning properly due to the patients pain levels¿. Per reporter patient¿s pain levels were increased significantly; patient was on IV meds for break through pain and the use of that had increased dramatically. Symptoms began on (B)(6) 2013 after the pump was refilled per the reporter. There were no pump alarms and healthcare provider (hcp) did not have a programmer at the time to interrogate the pump. The drug in the pump was hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).